Event description:
It was reported that patient suffered a cardiac arrest at home and the patient was deceased prior to the arrival of the emergency medical technicians on (B)(6) 2012. The wife reported to the emergency medical technician that the device was not working. The patient died approximately three years post implant of the implantable pulse generator. The cause of death was reported as coronary artery disease.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implanted: (B)(6) 2009; product ID 5092-52, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4), the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that through visual summary that there was apparent explant damage. It was also noted that the outer insulation was depressed, cut, melted and contained a white substance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.